Manufacturer narrative:
Patient specifics with regard to age and weight were not provided by the doctor. A new veneer was cemented using the nx3, without further incident. To date, the patient is doing fine. The product involved in the alleged incident was returned in a condition that made analysis impossible; therefore, a retain sample was evaluated for appearance and color yielding results within specifications. A DHR review revealed that there were no deviations from the manufacturing process. In addition, no similar complaints were received with regards to this lot.

Event description:
A doctor alleged that a patient had experienced a veneer changing color after placement with nx3.